Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that med was requested from the wrong pharmacy. A technical support specialist remoted in and checked mql, med was now accepted to fix the order. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system, unable to request med. Customer did not release any other information. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to request medications. A technical support specialist remoted into the system, checked mql and marked the medication as accepted to resolve the issue. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medbank system, unable to request med. Customer did not release any other information. There were no adverse events or injuries reported based on this incident.